Manufacturer narrative:
Conclusion: the complaint was not confirmed for no flow. Review of the device history record did not identify any anomalies or deviations in the manufacturing process which would cause or contribute to the reported incident. A clinical review of this event concluded there are no new risks associated with the use of this device. During the clinical review it was noted that in a veno-venous (v-v) extracorporeal membrane oxygenation (ECMO) configuration, the low flow of the circuit is not the same as low flow to the patient. V-v ECMO does not provide circulatory support, only respiratory support. It is unconfirmed that any adverse events for the patient are attributable to the low flow and hand cranking, but low flow in the v-v ECMO circuit means reduced respiratory support for the patient during the period of reduced flow. The patient would have maintained the same body blood flow during the event. Trends for issues with this device are monitored. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information has been added to b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received (03 aug 2021): the patient was transferred from another hospital. The bio-console instrument was cha nged when the patient was transferred. The cannulation sites were femoral, femoral initially with an internal jugular placed later. The femoral, femoral cannulae were medtronic and the internal jugular was an edwards. The femoral, femoral cannulae were 23 fr and 21 fr and the internal jugular was 20 fr. A medtronic circuit was used. The bio-console instrument did not lose power. The patient's volume status is unknown. The patient was not actively bleeding at the time of the event. The patient's arterial blood pressure and central venous pressure at the time of the event were not reported. The patient was not diuresed or undergoing active volume removal. The patient was supported for another 18 days after the circuit was changed out. The customer stated that hand-cranking improved flow and the new bio-console instrument provided flow. Additional information received (30 aug 2021): the customer stated that the interruption of flow between ¿no flow¿ and hand-cranking was less than a minute. The customer stated that it is unknown if the pump slowed down or stopped spinning at any time. There was no sign of inadequate circuit preload. Whether volume resuscitation was performed during the ¿no flow¿ event was not recorded.

Manufacturer narrative:
Product analysis: visual analysis of the returned device was performed and it was noted the device was returned bloody with evidence of clots/fibrin around both the upper and lower pivot. The device was cleaned in a 10% bleach solution. The device was tested per specification. The device was run on a bio-console from 0-4000 rpm¿s, using fluid, a noise level less than 60 db was recorded, the specification is less than 68 db. The device was set-up in a circuit filled with deionized water and was able to flow from 0 to 7 lpm with no issues noted. The device was operated in several orientations with no flow issues noted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of this centrifugal pump, the patient was placed on support at an outside facility on (B)(6) 2021, on the (B)(6) 2021 the bedside nurses reported no flow. They subsequently hand cranked until perfusion arrived. Perfusion checked the circuit which appeared both air and clot free. As the centrifugal pump was being hand cranked, the position of the head was unknown at time of no flow. Perfusion moved the centrifugal pump back to position on the 560 bio-console instrument and re-established flow. Later in the day flow was lost again. The position of the head was confirmed to be oriented with the outlet port at the highest point and parallel to the ground prior to and at time of the failure. The circuit was changed out to a rotoflow. The extra-corporeal membrane oxygenation (ECMO) configuration was veno-venous. It was confirmed that circuit was reviewed to determine that there were no clamped lines. The pump was in use for 18 days. The centrifugal pump was not in an ap40ast. It is unconfirmed if there were any adverse patient effects associated with this event but there was low flow to the patient for a period of time. The patient's status is confirmed as expired. Customer is not alleging that the medtronic device is related to the patient's death. There is no complaint allegation against the bio-console instrument.